Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, the customer ¿may have lost consciousness for a few seconds at one point but was mostly ¿with it¿ or conscious¿. The customer¿s boyfriend provided the customer with a soda and helped cx off the floor after cx stumbled and fell. Customer updated their pump settings to address the event.